Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using a 12 fr gore® dryseal flex introducer sheath (sheath) and gore® excluder® aaa endoprostheses. During the treatment, a bit of a rubbing sensation against the vessel was felt when the sheath was advanced. After all stent graft were implanted, an angiography revealed a dissection in a left external iliac artery. It was reported that the vessel diameter was 6.30mm. To treat the dissection, additionally an epic stent was implanted. The patient tolerated the procedure. According to the physician, the dissection occurred during insertion of the 12 fr sheath. The physician sated that a bit of a rubbing sensation against the vessel was felt when the sheath was advanced. The cause of the vessel dissection was due to the manipulation to advance the sheath. Due to a highly calcified anatomy, the dissection was expected.

Manufacturer narrative:
The sheath was discarded at the facility and is not available for analysis. According to the physician, the highly calcified anatomy was a cause of the vessel dissection. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Do not attempt to advance or withdraw guidewire, catheter, or other device if resistance is felt. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.